Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 485 mg/dl and large ketones with an unknown cause. Bg was treated with correction bolus and manual injections. Reportedly, the customer completed a supply change to address bg level.